Event description:
The report from the descover database indicated that: a pt with unstable ungina. An ef of 54%, and greater than 50% blockages in the lad, cx and rca, was admitted for an elective procedure. The target lesion was the 2.5mm proximal lad with 99% stenosis. The 20mm de novo lesion had a bifurcation, no thrombus and little or no calcification. The site was pre-dilated, and a 2.5x23mm cypher stent was deployed. The site was post dilated. Postprocedure stenosis was 0%, and timi flow was 3. Per report, angiograhic success was achieved. The 2.0mm first diagonal branch was also treated; it had 95% stenosis and a 20mm, de novo, bifurcated lesion at a side branch. It was treated with ballooning only. Per report, the procedure was successful. Eleven day later, the pt had subacute thrombosis with 100% occlusion at the distal part of the cypher in the proximal lad. After dilatation with a 3.omm balloon, there was a smooth 20% residual stenosis.